Manufacturer narrative:
Bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd needle clipper safe-clip had a safeclip not clipping issue. The following information was provided by the initial reporter : the patient reported that a part of the needle is left from the conventional pen needle after it has been cut and it does not cut off the entire needle leaving a small tip of the needle which is a bit sharp.